Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the manufacturer representative (rep) was heading out to a case where the physician was explanting an scs device and accidentally clipped the patient's catheter for the pump. The rep wanted to know what to do with the catheter. Technical services reviewed using clear boots from the proximal revision kit.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 07-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.